Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed leakage, the housing was broken and the triggers were jammed and sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during post-surgery, it was observed that the battery device had broken housing. During in-house engineering evaluation, it was observed that the device failed leakage and had a jammed/stuck trigger. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.